Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 465mg/dl. The father stated that the customer was vomiting and was taken to the emergency room. It was stated that the health care professional checked the insulin pump and believed the device was delivering normally. Then the customer was reconnected and his blood glucose starts to elevate again. The father stated that the doctor believes the basal function was not working properly. The caller declined to continue testing and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.